Event description:
The complainant reported an under-delivery of feeding for a male patient with a medical history of fetal alcohol syndrome, global developmental delay, gerd and s/p nissen fundoplication using a companion clearstar pump, sligo list #m771. The intended rate was "250 ml over 1.5 hours". The feeding rate was set at 150 ml per hour and 250 ml were hung. The feeding took 2.25 hours to deliver. This calculates to be a 26% under-delivery. There was no report of serious injury or illness or medical intervention associated with the compliant. However, 26% under-delivery is considered to be medically significant.